Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/11/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the contrast keypad button was found to be intermittently unresponsive, which has no effect on insulin delivery; all of the other keypad buttons responded appropriately. None of the buttons were found to be scrolling when pressed. There was evidence of contamination found under all key contacts.

Event description:
On (B)(4) 2013, the reporter contacted animas, alleging that the keypad buttons required multiple presses then caused scrolling when activated. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.